Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.

Event description:
It was reported to nova biomedical that a consumer administered 30 units of insulin based on an unknown blood glucose result and then she ate her lunch. Subsequently, the consumer experienced a hypoglycemic event requiring medical intervention. During the call to customer support, it as revealed that the consumer does not control solution test their test strips for integrity before use and transfers test strips fro one vail to another vial which may contribute to a loss of integrity of test strips. The consumer was educated on these directions for use at the time of call. The test strips in question will be returned for evaluation .